Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident remains inconclusive

Event description:
Related manufacturer report #: 2017865-2021-08907. It was reported that elevated capture thresholds were observed on the right ventricular lead. A procedure to reposition the right ventricular lead was completed (B)(6) 2021. The right ventricular lead remained implanted. An atrial lead with no issues or complaints dislodged during the procedure and was replaced. The patient was stable following the procedure and experienced no complications.